Event description:
It was reported that attempts to interrogate the pulse generator resulted in the message -data not read-. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found telemetry anomaly. The device was at end-of-life (eol) due to normal battery depletion. After replacing the battery, normal function ensued.